Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc) at max output. Further, it was reported that this rv lead was dislodged. The physician and the patient agreed to disable the device completely and have ventricular assist device (vad) support only and medication. This rv lead remains in service. No adverse patient effects were reported.